Event description:
It was reported that a user experienced difficulty scanning a freestyle libre 3 plus sensor with the ilet application, resulting in a pairing failure to the ilet. No reported adverse clinical effects. Outcomes included successful restoration of sensor scanning after the user deleted and reinstalled the ilet application. Investigation included user interview and troubleshooting. Investigation of this case revealed that the issue resolved with software reinstallation, indicating no persistent device malfunction. It was concluded that the event was attributable to a transient software or connectivity issue, and the device functioned as expected after corrective action.